Event description:
It was reported that approximately two months post chronic catheter placement procedure, the catheter allegedly ruptured near the bifurcation. It was further reported that the catheter allegedly leaked. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported catheter fracture and fluid leak issues as a fracture was noted just proximal to the bifurcation area. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one month post chronic catheter placement procedure, the catheter allegedly ruptured near the bifurcation. It was further reported that the catheter was allegedly leaked. Reportedly the catheter was removed and replaced. There was no reported patient injury.